Event description:
The pt received her scs sys, including an ipg on (B)(6) 2010. It was reported, the ipg will be explanted and replaced due to a loss of stimulation. The ipg was reported to be difficult to charge as the charger could not locate the ipg. As a result, the pt was noncompliant with the device charging requirements. The physician noted, the pt has lost a significant amount of weight since implant and the ipg has shifted to an angled position within the ipg pocket. The physician plans to replace the current ipg with a non-rechargeable model. It is currently unk if the ipg will be returned to the MFR for analysis after it is explanted. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.